Event description:
It was reported the patient was not getting adequate therapeutic effect. The patient had no response to therapy. A dye study was attempted. The catheter had an occlusion. It was noted that a brown substance was inside the catheter. The pump and catheter were replaced. It was noted there was no injury. The patient recovered without sequela. The pump was delivering dilaudid. It was also indicated the pump was delivering prialt. It was unclear what medication was in the pump.

Manufacturer narrative:
Patient programmer, model#8832, lot#, serial# (B)(4). Catheter model# 8709sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. Accessory: model# 8590-1, lot# n129400, serial#, implanted: 2008 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Further investigation of the pump, serial number (B)(4), resulted in a change of the analysis finding from "pump motor gear train anomaly involving corrosion and/or wear and/or lubrication" to "pump motor o-ring wear". Analysis did not find pump motor gear train anomaly involving corrosion or wear or lubricant degradation. There was o-ring wear observed but it was not a significant anomaly. (B)(4).

Manufacturer narrative:
Analysis of the pump (serial # (B)(4)) revealed corrosion of the motor gear train. It was noted there was significant resistance when trying to turn gear three isolated from the rest of the gear train manually. Significant residue was also found on gear three's o-ring located on the top bridge. Analysis of the catheter (serial # (B)(4)) revealed tears and coring in the seal of the sutureless connector. It was noted this may have cause the occlusion. The distal segment with the dispensing holes that would have shown the alleged brown substance was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).